Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the angled proxabrush and the brush got stuck between her teeth. She got it loose, but swallowed it. She said was using it very roughly.